Event description:
It was reported that the iab was inserted via the right femoral artery. After pumping began, the pump experienced helium leak alarms. The iab was removed and replaced without any pt complications.